Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported that impedance measurements were taken and no impedance issues were seen when running the test. The rep noted that the patient began to feel shocking/ jolting at the electrode site. The patient felt stim in the correct location anatomically but felt stim more superficially as if the lead was broken. The patient was scheduled for a revision on monday, (B)(6) 2015. The patient experienced no significant falls/ trauma leading up to the issue. The patient reported leaning up against a counter at work and from then on her issues persisted. The shocking sensation and pain occurred in any position at any time. The shocking sensation subsided when stim was off. This was noted to be sudden. The patient was experiencing pain at the lead insertion site which occurred both when the implantable neurostimulator was on and off. The patient was more sensitive when pressure was put on the insertion site. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.